Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) presented with an ¿optical sensor not supported alert message ¿. To resolve the issue, the console was exchanged for a backup. This complaint was related to a clinical procedure and there was no patient harm reported.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-25212 was discovered with the ongoing investigation. Patient information was provided in sections a1, a2, a3, and a5. The patient expired during impella support, and therefore b1, b2, b5, and h1 have been updated to include this new information. Upon completion of the investigation, a supplemental report will be filed. This is one of two medical device reports associated with the event. Refer to manufacturing report number 1220648-2025-25520 for impella cp pump with sn (B)(6).

Event description:
The complainant reported a patient in st elevation myocardial infarction was admitted to the hospital where it was discovered she had a total occlusion of the left anterior descending coronary artery (lad). The patient's lad was opened, the patient remained stable. Prior to leaving the catheterization lab, the patient went into ventricular tachycardia and fibrillation where she was rescued by her automatic implantable cardioverter defibrillator. The patient was transferred to the ICU where she continued to decline and decompensate overnight. The family wished to escalate care of the patient, and the physician decided to place the impella to wean the inotrope support as a last effort, and an impella cp device was implanted for mechanical circulatory support. It was reported upon connecting the impella cp to the automated impella controller (aic) with the serial number (B)(6), there was a message for "optical sensor not supported". The pump was disconnected and reconnected several times, however this did not resolve the issue. The aic was swapped with a backup unit, and the pump was successfully connected. It was noted after impella supported was initiated, the patient was in good and stable condition and was brought back to the ICU. In the ICU, the aic alarmed for placement signal low. Stat echocardiography was ordered for the patient, and it was observed the impella cp was too deep within the ventricle. The physician was able to successfully pull the impella back per best practices, and "great" waveforms on the aic were noted. As reported on (B)(6) 2023, the patient continued to decline despite maximal mechanical and medical support with worsening liver and renal function. There was a need for escalation of vasopressor and inotropic support on the morning of (B)(6) 2023 with poor prognosis. It was noted that the impella was placed and functioning well, however, due to multiple metabolic derangements the patient continued to decline. The collective decision was made by the cardiology and pulmonary teams in conjunction with the family to transition the patient to do not resuscitate and comfort care measures only. Therefore, the decision was made to withdraw mechanical circulatory support and the impella was removed at the bedside. The patient tolerated the removal well and hemostasis achieved. The patient later expired. Although the patient's presenting condition may be more likely have impacted the event, the aic cannot be excluded as a possible contributing factor in the patient's demise after a malposition event of the impella which may have contributed to lower than expected support. The malposition of the impella may have been resultant of the optical sensor issue reported on the first aic that was in use.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Console logs from the reported day of event are consistent with complaint detailed analysis of console logs revealed that prior to the clinical case. After console was received in danvers, the issue was reproduced. The root cause of the automated impella controller issue was a firmware corruption. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.